Event description:
It is reported that the patient is experiencing pain and swelling.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. Operative notes for primary and revision surgeries have not been provided to date. Zimmer package insert nexgen cr, ps, cra, lps and lcck knee states loosening of the prosthetic knee components. A definitive root cause cannot be determined with the information provided. This device is used for the treatment of a patient.

Event description:
It is now known that the patient was revised due to loosening.

Manufacturer narrative:
Evaluation summary: review of the returned radiographs suggests radiolucency at the anterosuperior and posteroinferior aspects of the tibial keel; however, this cannot be definitively confirmed as the returned pre-revision radiographs are of poor quality. Surgical notes were not provided. Attempts have been made to obtain additional information, however, no further information has been received to date. A definitive root cause cannot be determined with the information provided. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. It was not possible to review the device history reports for the bone cement as the product and or lot numbers are required for retrieval of the records. The investigation could not verify or identify any evidence of product contribution to the reported problem.